Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the indication for using the product? Cervical disk hernia. Can specific patient bmi; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No. None. Reported; patient is a healthy young professional athlete. What is the surgeon¿s opinion as to the relationship of the product to the symptoms? It is most likely caused by a reaction to the product and we have observed several such cases in hus neurosurgery over the years (I don't have more information on that). What is the current condition of the patient? I don't have that information. Operation: nag40 acdf c 4-5-6: back position. Opening the skin fold to the right neck. Sharply through the platysma, bluntly preparing the medial side of the muscle into the deep fascia. Palpable karotis laterally. Langenbeck's hat. Ccr distributor. Check the cuffinine pressure. A screw according to anatomical landmarks on the c5 vertebrae. Check through. Screw the c6 vertebrae. Light distraction. Diskekicks with a knife, a pull-out, a kerrison. Caspar's rasp-boned endboards are exposed. Get the microscope on. Pll penetrated with a hook. At the epidural level, central decompression, thick pll, no ligament penetrating prochild mass is present. Good decompression. Surgiflo epidural. Settles well. A 5x16mm peek implant. Distraction fields of vision. Implant in a seated state. I'm going to move the screw from c6 to the c4 vertebra and rearrange the ccr. With the same technique, discectomy, and ligament penetration, and here on the left, then a fairly clear large prolapse in the image, which I pull out in one piece with the pull-out; from the left root canal, the lax leak behind the prolapse, which also settles well with surgiflo. A 5x16 mm implant in the vertebral interval, firmly after implant distraction. Screws off and surgicel tamponade in the holes. Microsurgical hemostasis. No bleeding. Surgiflota a little and thin surgicel upholstery surfaces. Vicryl knops inverted to subcutaneous and intracutaneous melting monocryl. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical spine disc procedure on (B)(6) 2023 and suture was used. The next day after the surgery, the patient had to go to the emergency room due to a large amount of fluid and blood in the neck area. They had surgery again and then were in neurointensive care for five (5) days. The cause of the complication was identified by the epidural use of hemostatic matrix kit with thrombin resulting in tissue swelling and pressure symptoms. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.